Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One 6f launcher guide catheter was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the mid cx - obtuse marginal. A right radial approach was used. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues noted. The device was inspected and prepped as per IFU with no issues noted. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the distal segment of the catheter was noted to be weak or flat. It was unclear whether this occurred during the procedure or during removal. The device was advanced over a 0.035 exchange wire and seated at the ostium of the lad and a non-mdt wire was advanced through the guide catheter into the 2nd obtuse marginal under fluoro. A non-mdt atherectomy device then failed to advance through the guide catheter, causing the guide catheter and the wire to lose position. A second attempt to re-advance the wire into the obtuse marginal failed. Another non-mdt wire was then successfully advanced along with a non-mdt micro catheter. The wire was removed and the first wire re-advanced into the 1st obtuse marginal and passed the lesion. The mirco catheter was removed leaving the first wire in place. The atherectomy device was attempted but again failed to advance the lesion, stopping at the same segment of the guide catheter as before. The artherectomy device and the first wire were removed. It was stated that upon removal of the guide catheter, resistance was noted at the distal end of the sheath so the guide catheter and the sheath were removed together. Final angiography revealed no complications, dissections or perforations. Radial hemostasis was achieved using a non-mdt band. No patient injury reported.

Manufacturer narrative:
Additional information: device lot details medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: one launcher guide catheter was received for analysis. The catheter returned loaded in an introducer. Flattened sections were noted on the shaft of the catheter, distal to the strain relief. No damage was noted to the distal tip. It was not possible to remove the introducer due to the deformation on the catheter. The od of the flattened section of the catheter measured 0.091. The remainder of the shaft od measured 0.082¿ meeting specification. The ID of the catheter measured 0.071¿ meeting specification. It was not possible to load a 0.035 inch guidewire through the lumen due to the deformation on the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.